Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the endoscope reprocessor had black scum coming out of the machine. The issue was found during reprocessing. There were no reports of patient harm as a result of this event.

Event description:
No change to customer event.

Manufacturer narrative:
The device was not returned to olympus for inspection but was inspected onsite by olympus. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pipelines were deteriorating causing the black foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.